Manufacturer narrative:
(B)(4). Batch # r94x06. Date of event is 2019. Event day and event month were not provided. Investigation summary:l the analysis results confirmed that one 5dcs instrument was received with the blade damaged. In addition, the tyvek was returned along with the instrument. Due to the condition of the blade damage, it could not be closed properly. No conclusion could be reached as to why the device was hard to close. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the 5dcs's jaw could not be closed. There was no delay to procedure and new device was opened to successfully complete the procedure. There was no patient consequence.